Event description:
The customer reported via phone call that the insulin pump was falling apart. The customer stated that there was a piece missing near the battery compartment and another piece that was about to fall off. The customer stated that she wears the insulin pump in her bra and she perspires heavily. Customer reported that she was unaware of how the damage occurred. The customer reported that she had recently experienced low blood glucose levels from 46 to 63 mg/dl. Customer stated that she gets the shakes when she is experiencing a low blood glucose level which is usually in the range of 50 to 60 mg/dl. During troubleshooting, the customer tested her method for administering and inputting a bolus and found that the insulin pump will not store them. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.